Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician was unable to advance a smart coil introducer sheath up in the hub of another manufacturer¿s microcatheter, therefore, the smart coil was removed. The procedure was completed using additional coils and the same microcatheter. It should be noted that a rotating hemostasis valve (rhv) was used. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement of the smart coil. The offset coil winds caused friction while advancing the smart coil during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.